Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left circumflex (lcx). A 2.50 x 28 synergy stent balloon was deployed at the left circumflex (lcx). Following deployment, an edge dissection was noted at the distal edge of the stent. A 2.25 x 16mm promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left circumflex (lcx). A 2.50 x 28 synergy stent balloon was deployed at the left circumflex (lcx). Following deployment, an edge dissection was noted at the distal edge of the stent. A 2.25 x 16mm promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the 90% stenosed target lesion, with 35% angulation, was located in the mildly calcified and moderately tortuous lcx. The lesion was predilated repeatedly. There were no issues with stent deployment and the stent was fully deployed.